Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response has been received to date. A supplemental report will be sent upon receipt of further detail.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon tried to staple and nothing came out. The vein and artery were transected and no staples were present after firing the device, a dng grasper was used to clamp the tissue closed and clips were attempted to be used. The procedure was converted to an open. The patient has since recovered and has been discharged. The account will not release the device at this time.

Event description:
Per the surgeon: no staples were fired. Both the renal artery and vein were cut, tissue condition was normal. A 2l blood loss. Two units used for a blood transfusion. The patient had a carcinoma. Female, (B)(6). No drugs were administered.